Manufacturer narrative:
Based on the claim against the product by the customer noting loss of right eye, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) fiber optic cable to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding the loss of right eye on the surgeon console was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to the loss of right eye on surgeon side console (ssc) 1. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon side console (ssc) 1 had loss of the right eye. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 45308, lost right video output, on the ssc 1. The tse recommended rebooting. The tse also noted errors pointing to a poor connection. The customer stated that the led was red on the back of the ssc 1. The tse noted that they should reseat the blue fiber cables during the reboot. The customer was continuing with the procedure on ssc 2. The customer called back and reported hard reset of the system did not resolve the issue. The customer had verified the fiber cables were fully seated and explained the fiber cable was red. The tse recommended the customer replace the fiber cable with a back up. The customer was uncertain if the staff has a back up fiber cable. The customer called back after the procedure and the tse walked site through hard restart.